Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Patient stated he had a triathlon total knee replacement on his right knee and since has been experiencing an audible pop/clicking noise. He states this happens while flexing his knee (he has 115 degree flex of his knee), riding a bike and walking. He says he does not have any pain, but on occasion his knee feels sore.